Manufacturer narrative:
Product has been requested however not received. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2015-00016.

Event description:
A report was received from a user facility in (B)(6) stating: "sleeve too soft, difficult to enter by a 2.0 incision. No patient impact."